Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. An investigation was conducted on retained samples of onestep complete electrodes, lot 3420d for the customer's report. The retained samples were subjected to readiness testing, 30j self-test, electrical and continuity testing, and impedance testing with passing results. A visual inspection found the lot assembly built according to specification. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2021-00074 for a similar event reported from the same customer.